Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty with the loading a cartridge. There were no alerts or alarms observed in the pump logs. The customer loaded a new cartridge and was able to successfully load. There was no reported impact to the customer's blood glucose level.